Manufacturer narrative:
The analysis results found that one device was returned with no visual non-conformances and with a cartridge loaded on the device. The cartridge was received fully loaded with staples. The device was tested for functionality with the returned cartridge and it fired, cut and formed all the staples as intended. The device was opened and closed without any difficulties. After further analysis it was noted that the device firing mechanism was noted to be damaged, as the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken. Even though the release button is not part of the firing mechanism , when it brakes, it creates friction to the firing trigger not allowing the trigger to properly return to its home position. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap gastric bypass procedure, after the third firing, the device was hard to open. Another device was used to complete the case with no pt consequence.